Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pump was removed. Per the reporter, "she lost a lot of weight and it kept coming out." It was later reported that the "pt passed away a few weeks ago." The type of medication, concentration, and daily dose being administered via the pump were not reported.